Manufacturer narrative:
Two scepter c balloon devices were returned within the same container. It could not be determined which device is associated with this complaint. Device # 1 investigation: no visible damage was observed on the returned device. Water was injected directly into the inflation lumen via the inflation port to test balloon inflation. A pinhole leak was found 6mm proximal to the proximal balloon marker band device # 2 investigation: loose coil was found under the polyimide ring. Water was injected directly into the inflation lumen via the inflation port to test balloon inflation. A pinhole leak was found 11mm proximal to the proximal balloon marker band. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification, which could have occurred due to handling or over-inflation.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that during treatment of a ruptured aneurysm, the balloon was inflated, which immediately controlled bleeding. The balloon catheter was left in place for a "certain amount of time." When the balloon was then checked under fluoroscopy, the balloon was no longer inflated, appearing to have lost its volume during a time period when fluoroscopy was not activated. There was no reported patient injury as a result of the balloon deflation. The patient is reported to be "ok."